Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: h6 (device code). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A definitive root cause could not be determined. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2: foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, it was noted that the plastic impactor pad was heavily damaged. There were no report harm or consequences to the patient. No foreign body was retained in the patient. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.